Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8122794. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-05-02. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles cannula broke off in the injection site during use. The following information was provided by the initial reporter: material no:320109 batch no: 8122794, unknown. It was reported that the needle broke off in the injection site during the injection. Also, the needles bent during the injection. Verbatim: consumer reported needle broke off in the injection site during injection. He did not seek medical attention and needle was not removed. He wanted to know if the needle would dissolve after time. Also reported that in previous boxes of the same product, the needles bent during injection. Consumer did not provide lot #, said it was a long time ago. Consumer also refused to provide his mailing address and refused replacement.

Manufacturer narrative:
H6: investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text: see h10.

Event description:
It was reported that bd ultra fine¿ pen needles cannula broke off in the injection site during use. The following information was provided by the initial reporter: material no:320109, batch no: 8122794, unknown. It was reported that the needle broke off in the injection site during the injection. Also, the needles bent during the injection. Verbatim: consumer reported needle broke off in the injection site during injection. He did not seek medical attention and needle was not removed. He wanted to know if the needle would dissolve after time. Also reported that in previous boxes of the same product, the needles bent during injection. Consumer did not provide lot #, said it was a long time ago. Consumer also refused to provide his mailing address and refused replacement.